Manufacturer narrative:
Baxter's quality assurance department was unable to contact the home patient or nurse to review proper procedures.

Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during dwell 2/5 of their automated peritoneal dialysis therapy. Per initial report, the home patient was connected at the time of the alarm. However, the home patient did disconnect her transfer set from the patient line of the homechoice set without pausing therapy. The home patient then reconnected to the setup and received the alarm. Baxter's technical service center assisted the home patient in ending therapy early. No patient injury or medical intervention was indicated at the time of the initial report.